Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non- malignant pain/failed back surgery syndrome. On 3/22/2000, the MFR's representative reported that the pt had an x-ray rotor study which revealed the pump's rotor had stopped. The hcp plans to explant the pump and return it to be the MFR for analysis in two weeks.